Manufacturer narrative:
The device was not returned to cardinal health for evaluation and the lot number was unknown. Infections and hematomas resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. Access site hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Furthermore, hematoma of the femoral region is a risk factor for wound infection after cardiac catheterization as it provides an opportunistic environment for bacterium. The development of an av fistula is a rare occurrence and may have been related to the initial access, the multiple surgical interventions or the infection. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Without a lot number to conduct a lot history review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a patient experienced an infectious hematoma abscess that required 5 surgical interventions following closure with a mynxgrip vascular closure device. There was no posterior wall puncture. Two (2) mynxgrip devices were used for left and right arterial femoral closure following an inpatient coronary angiography procedure without any problems and hemostasis was achieved. The device packaging was not compromised during storage and were opened in a sterile field. No prophylactic antibiotics were given prior to the procedure. It was unknown how the sites were maintained/cleaned post-procedure. Five (5) days after the procedure, an ultrasound confirmed a hematoma at the left femoral access site. The following day, the patient was diagnosed with an infected hematoma. The next day, the patient had the first surgical intervention, which was removal of the abscess. Two (2) days later, the patient had the second surgical intervention, which was removal of necrotic skin areas. With patient in supine position, the groin was sterilized and covered per standard techniques. An incision was performed along the skin line for the purpose of decompression of the abscess (approximately fist-size). Upon incision, generous oozing of pus was noted. A number of fused lymph nodes were noted at the basis of the surgical wound, which were removed by means of a blunt dissection. As the surgical (digital) exploration progressed into the deep tissue, sealant from the closure system was noted at the level of fascia in close proximity of the artery. Additional surgical manipulation resulted into displacement of the thrombus/scab which was sealing the artery, leading to active bleeding. Subsequently, manual compression of the common femoral artery (cfa) was held, while the arteriotomy was surgically expanded in proximal and distal direction (z-shaped incision). There was a massive perivascular scar tissue, combined with fused lymph nodes and additional pockets filled with pus noted. The surgical preparation of the cfa was carried out in proximal direction up to the inguinal ligament, where the artery could be ligated. Four (4) days later, the patient had the third surgical intervention, which included removal of necrotic skin areas. Four (4) days later, the patient had the fourth surgical intervention, which was to treat septic erosion bleeding/sartorius-plasty. Two (2) weeks later, the patient had the fifth surgical intervention, which included fistula removal and removal of necrotic skin areas. In addition to the surgical interventions, the patient was also treated with tazonam, ciproxin, and avelox antibiotic therapy. The patient's hospitalization was extended 32 days as a result of the event. At the time of this report, the events had resolved. Additional information was requested, but was unknown.